Event description:
It was reported that the device exhibited a "syringe flange sensor error". There was no patient involvement. No customer damage reported. Is this issue related to physical damage/abuse? (Y/n/u): no. During patient use?: no. Cause anyone harm?: no. What stage?: during testing. Delay of therapy?: no. Incident date (dd-mm-yyyy): unknown. Pa $(B)(4).

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with primary problem of syringe flange sensor error. The service history review had no indication that the complaint was related to a service of the device within the review period. The reported error was verified in the alarm history as well as by testing with a syringe. The main printed circuit board (pcb) had to be replaced for the pump to recognize the syringe. A worn plunger cable was also replaced as well as the interconnect board due to issues with connectivity. Both plunger cases were also replaced due to micro cracking in the case.